Event description:
Per the audiologist's report, this patient's device was explanted in 2006 due to a skin flap infection. Reimplantation plans have not been reported to cochlear.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.